Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Puncture the velocity port with the locking connector and 7.5 cm of catheter were returned for evaluation. Upon visual inspection, it was observed that the actuator ring from the velocity port was returned in locked position, hooks were deployed. Locking connector was in locked position. Biological debris was observed around hooks and actuator ring. Upon microscopic evaluation, it was observed that the septum was punctured 16 times. It was also observed that the catheter was punctured. These punctures were localized near of the locking connector and were probably performed by a sharp instrument (e.g needle). A port blockage test was performed on the velocity port with a successful result, no blockage was observed. Port leak test was performed on the velocity port and catheter with an unsuccessful result, leak was found on the catheter. A second port leak test was performed only on the velocity port with a successful result, no leak was found on the septum or velocity port. Leak observed by the surgeon was coming from the catheter puncture not the port. Upon microscopic evaluation, it was observed that the catheter was returned punctured near of the locking connector. It can tentatively be concluded that leakage on the tubing (catheter) might be the result of a perforation of the tubing by a huber needle during band adjustment. A device history review (DHR) review was conducted, and no discrepancies were observed during the manufacturing process. A review of the manufacturing process was performed and it was observed that all balloon are 100% leak tested prior to be packaged and released for distribution; and the device is also visually inspected; therefore manufacturing issue did not contributed to this event.

Event description:
It was reported that post implant a sagb, the band was leaking saline from the port site. A laparoscopic gastric band replacement with an allergan band was performed. There were no adverse consequences for the patient.